Event description:
During an endoscopic variceal ligation (evl), the physician selected a cook 6 shooter saeed multi-band ligator. The physician intended to release one (1) band during the procedure but three (3) bands released together [premature deployment]. The physician retracted the device and changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Information regarding the initial reporter section: occupation: unknown. Information regarding event problem and evaluation codes: ec method code desc: analysis of data provided by user/third party (4112), ec method code: 4112. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report based on all but the last two (2) bands had already been deployed. The two-way handle, the barrel with two (2) bands remaining on it, and the trigger cord were included in the return. The irrigation adapter and loading catheter and the deployed bands were not included in the return. The photo provided by the customer also showed that only two (2) bands remained on the barrel. The fifth amber band and the sixth black band. The two-way handle was returned in the firing position. The trigger cord was examined and all twelve (12) deployment beads were present. The beads were examined using magnification and found to be correctly filled and had no evidence of excess flash. The length of the trigger cord was measured between the knots and within the tolerance. An evaluation of the handle wheel movement was performed and the wheel functioned as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The additional information indicates that an olympus gif-q260j gastroscope was used in the procedure. The mbl-6-f is designed to work with a fujinon endoscope. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an olympus gif-q260j gastroscope was used with the mbl-6-f, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Information regarding the initial reporter occupation: unknown. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The additional information indicates that an olympus gif-q260j gastroscope was used in the procedure. The mbl-6-f is designed to work with a fujinon endoscope. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided that an olympus gif-q260j gastroscope was used with the mbl-6-f, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an endoscopic variceal ligation (evl), the physician selected a cook 6 shooter saeed multi-band ligator. The physician intended to release one (1) band during the procedure but three (3) bands released together [premature deployment]. The physician retracted the device and changed to another of the same device to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.